Manufacturer narrative:
The manufacturer previously reported information alleging that a device seemed to have temporarily stopped providing air. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete. During the evaluation of the device at the manufacturer's service center, the customer's complaint could not be duplicated. The operational check, internal check, and function test revealed no abnormalities or defects. The event log was checked, and there are no records indicating any equipment failure or abnormality. It was determined that there is no problem with the unit. Additionally, not related to the complaint, the internal battery door was replaced because the rubber part was damaged, and the filter cover was replaced since the gasket for particle filter installation was missing.

Event description:
The manufacturer received information alleging that a device seemed to have temporarily stopped providing air. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.